Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due atrophy at the cuff site causing incontinence. There were no additional patient complications.